Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: device returned. H3, h6: investigation summary the 55-year-old female patient underwent an unknown procedure treating adult idiopathic scoliosis on an unknown date. The procedure was completed without surgical delay. On an unknown date when she was under medical follow-up, it was found that two rods had broken as follows. 1. The short rod (either 179762480 or 196789480): it was implanted between left l5-s1 screws. 2. The long rod (179762480): it was implanted on a right l5 screw. On (B)(6) 2020 the patient underwent a revision procedure. The broken rods were replaced with rods, connectors, etc. Currently she is hospitalized. No further information is available please note it could not be determined which rod is which, therefore this investigation will look at both possible product codes (179762480 and 196789480). Flow: damage . Visual inspection: the implant was received at us cq and upon inspection the portion of the distal end of the rod was broken, the broken piece was not returned. The rod was also bent towards the proximal end. A device failure was identified. Dimensional inspection: based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Investigation conclusion: a definitive root cause for the complaint condition could not be determined based on the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H11: d1, d2, d3, d4, d7: updated impacted products to unknown rods. G1: manufacturing site name updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d11: updated concomitant products. H6: manufacturing date updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent a revision procedure to replace broken rods. The patient originally underwent an unknown procedure to treat adult idiopathic scoliosis on an unknown date. On an unknown date during a medical follow-up, it was found that the following rods had broken: -the short rod that was implanted between left l5-s1 screws. -the long rod that was implanted on a right l5 screw. Concomitant devices: unknown set screws (part# unknown, lot# unknown, qty unknown). Unknown screws (part# unknown, lot# unknown, qty unknown). This report is for one (1) 5.5 straight rod 480mm, cocrmo. This is report 2 of 2 for (B)(4).